Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage (',general abnormal bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis and hypertension. Concurrent conditions included pre-eclampsia and chronic cervicitis. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), vaginal discharge ("bladder/urinary problems : vaginal discharge"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation and hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, fatigue and alopecia had resolved and the vaginal discharge, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs & mr received. Reporter's information was added. Added event abnormal bleeding (vaginal). Updated outcome of event abnormal bleeding (vaginal), hair loss, fatigue from unknown to recovered/ resolved. Updated event onset date. Historical condition, concomitant conditions, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage (',general abnormal bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("bladder/urinary problems : vaginal discharge"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (ablation and hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, back pain and dysmenorrhoea had resolved and the vaginal discharge, migraine, headache, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2015, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder/urinary problems : vaginal discharge, migraine, headaches, fatigue, hair loss were added. Case is now upgraded from other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.